Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device had power-cycled intermittently. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The device was sent in for service. Upon inspection, stryker observed that the device kept power cycling intermittently during use. There was no patient use associated with the reported event.